Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# (B)(4) serial#, implanted: (B)(6) 2021, product type lead. Product ID 977a290, lot# (B)(4) serial#, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 10-jan-2024, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 14-dec-2023, UDI#: (B)(4). Report source: australia if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that device interrogation showed that stimulation had been switched on for 0% of time over the last month, however this data was directly contradicted by the evidence of patient recharge summary and the fact that the device was switched on at the beginning of the programming session. The patient described several stumbles and minor falls since our last review in april, but no major instances where he landed on the ground. Device impedance suggested microfractures of the leads may be present with electrodes 4,6 ,7,8,10 and 11 registering high impedance and appearing as an alert, but only electrodes 7 and 11 confirmed to be out of range of greater than 40,000 ohms when impedance was checked during the clinic. No troubleshooting was performed. No interventions taken. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient did not experience any symptoms. No interventions or actions will be taken. The outcome was the device remains implanted and was providing stimulation.